Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Pt had an issue with the c button on the meter. C button was not working and pt was unable to do a blood test. Pt was experiencing symptoms: "head was swimming". Pt was taken to the hosp and at the hosp their blood glucose was 345mg/dl. Pt was treated with insulin. Customer service reviewed the functionality of the button and the issue was not resolved. No info on how long pt was having an issue with the c button or if they tested their bg the time of the incident.